Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v330973, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that troubleshooting was needed for an impedance issue. The consumer was implanted for gastrointestinal/pelvic floor. Impedance was checked at 1 amp 210pw and rechecked at 2.5 (B)(4). It was reported that electrical impedance taken at 2 volts showed all contacts pairs greater than 4000 ohms. No symptoms were experienced with the implantable neurostimulator (ins) off. The patient had returned to the clinic with stimulation off but they did not recall turning stimulation off. The stimulation was increased up to 4.8 volts with stimulation turned on using the clinician programmer, but the patient was still not feeling stimulation. It was also noted that the patient stopped feeling stimulation around (B)(6) 2015. No patient falls or trauma were reported. The physician recommended lead revision but was not yet scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.